Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was found to be dislodged right after pocket closure, while in the recovery room. Patient was sent back to the or, where it was noted the lead was unscrewed from the generator. Sutures were removed from the lead and it was repositioned under fluoroscopy and appeared stable. Incision was reclosed and patient returned to recovery with no further complications.